Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that approximately three months after implant, this right atrial (ra) lead dislodged. It was observed via x-ray that the lead twisted in the pocket. A new lead was successfully implanted and no additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and twisted polyurethane insulation was observed, which confirmed the dislodgement observation. It is believed that this is related to twiddler's syndrome.

Event description:
It was reported that approximately three months after implant, this right atrial (ra) lead dislodged. It was observed via x-ray that the lead twisted in the pocket. A new lead was successfully implanted and no additional adverse patient effects were reported. The product was received for analysis.